Event description:
It was reported that the displayed battery voltage was 4.4v on (B)(6)2008 (end of life=4.57), a charge circuit timeout message, and most recent charge time was 16.55 seconds on (B)(6)2008. The user was unable to run any temporary tests due to telemetry errors. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.